Event description:
According to the reporter, while the operating room was being cleaned after surgery, the monitor experienced a small explosion at the cable connection point, which caused some flames that were immediately extinguished. The power cord involved was from another manufacturer. One member of the cleaning staff was present in the operating room and was not injured during the incident. There was no patient involvement.

Manufacturer narrative:
Additional information: b5, d3, d4, g3, h2, h3, h6 h3 evaluation summary : medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that device had burned/broken back case, power supply, powercord, front cover, hypertronics connector, and battery end of life cycle. It was reported that the monitor experienced a small explosion at the cable connection point, which caused some flames that were immediately extinguished. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the monitor's power cable exploded and a flame came out. While the operating room was being cleaned after surgery, the cable connected to the monitor began to burn. At that time, there was only the cleaning person in the operating room. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, while the operating room was being cleaned after surgery, the monitor experienced a small explosion at the cable connection point, which caused some flames that were immediately extinguished. The power cord involved was from another manufacturer. One member of the cleaning staff was present in the operating room and was not injured during the incident. There was no patient involvement.